Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced symptoms including nausea, vomiting, and sweating around the lips. At the time, the patient¿s cgm displayed a glucose reading of 115 mg/dl, while a blood glucose (bg) meter reading showed 430 mg/dl. A second bg meter test was performed, but the patient could not recall the results. The patient self-administered insulin in accordance with their routine diabetes management plan. However, symptoms persisted, and the patient¿s mother transported him to the emergency room at approximately 1:30 am. Although the patient was still wearing the cgm, it was no longer being used for monitoring. Upon arrival at the emergency room (ER), the patient¿s bg meter reading remained in the 400 mg/dl range. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous fluids and potassium. The patient also reported taking 5¿6 additional medications but was unable to recall specific names or dosages. During this time, the patient noted experiencing difficulty staying conscious. The patient was discharged home on (B)(6) 2025. At the time of reporting, the patient¿s condition was improving, and the dka had resolved. No data was provided for evaluation. The allegation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. No additional patient or event information is available.